Event description:
The patient has malfunctioning rv lead which was initially replaced partially with a new low voltage pace sense lead, but eventually patient also developed high impedance values in the defibrillation circuit.